Event description:
It was reported that cgm displayed malfunction error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error did not recur, and successfully restarted sensor session.